Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 460 mg/dl at the time of incident. The customer stated that she has not treated her high blood glucose at the time of call. The customer was advised to disconnect and reconnect the tubing and reservoir. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin pump did not alarm no delivery during manual prime. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.